Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the arm, which is off-label usage of the device. On (B)(6) 2022, the patient¿s parent reported that the patient experienced an issue during cgm (continuous glucose monitoring) use. They did not receive any alerts from the receiver, and she was unsure if the sensor failed or if there was a problem with the alert. No cgm values or symptoms were specified. The patient¿s parents called paramedics, and after the patient arrived at the hospital, the bg finger stick value was above 900 mg/dl. He was diagnosed with diabetic ketoacidosis; an insulin drip was started, and he was admitted to the ICU (intensive care unit). The event occurred after sensor insertion on the arm. At the time of the call, the reporter (patient¿s parent) stated the patient had been admitted to the ICU with diabetic ketoacidosis two times in separate events because of issues with the cgm. Dexcom tech support made several attempts to obtain additional specific patient and event details, however no other details were provided. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.